Event description:
The facility returned the device for testing. During testing, baxter svc tech reported the pump had a failure code 570:320 in the event history and when the power cord was unplugged from ac, the main display flickered and the pump powered off.